Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that the pump was not keeping the correct time. The health care provider (hcp) took the patient off the pump about 2 weeks ago because it wasn't keeping the correct time. The hcp wants to regulate the patient's sugars before putting her back on the pump. There is no indication of a blood glucose excursion related to this complaint. This complaint is being reported as due to the allegation that the pump is not keeping the correct time.